Event description:
It was reported that the ventilator had incorrect volume. Patient involvement unknown. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had incorrect volume and the cassette lock was missing. No device logs, service report or further information has been provided . No part has been replaced and returned to manufacturer for technical investigation. The cause of the reported issue has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).